Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet stopped dosing when the system could not connect to new freestyle libre 3 plus sensors, producing dosing stopped and connect cgm or enter bg alerts, and repeated scan attempts returned unsuccessful until the ilet app was updated; this event is consistent with an intermittent communication failure involving the antenna/electrical communication pathway between the app and sensor. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet app and the libre 3 plus sensor that prevented successful pairing, which was resolved by updating the app and restoring cgm connection, aligning with an intermittent communication failure attributable to the antenna/electrical communication interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure in the communication pathway.